Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the complaint device experienced an unspecified drop or fall and suffered physical damage when the device screen was smashed and requested support. The complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.